Manufacturer narrative:
H.6. Investigation: bd received two 18 gauge insyte autoguard blood control units from lot 0210324 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that there was a piece of clear material present on the tip of the catheter with the first unit. Next, a microscopic inspection was performed on both units. The inspection determined that there was no foreign matter (fm) present on the second unit. The piece of clear material was collected and identified as silicone. Silicone is used during the manufacturing process to assist with assembly and enable a smooth retraction during use. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the silicone came from the manufacturing process. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter on the catheter.